Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact on the customer's blood glucose. The customer declined to share an alternate method of insulin therapy.